Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The motherboard was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in a reboot and subsequent loss of mechanical ventilation. There was no patient injury.